Manufacturer narrative:
(B)(4).

Event description:
The patients son called the clinic to report that the patient had received three shocks for vf zone episodes. The patient had a total of 11 shocks with 8 aborted. The patients son stated that the patient passed away at that time. This is all of the information that was provided. It is believed this system remained in the patient. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.